Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not returned for inspection. - medical records received and evaluation: no patient medical records were provided. - device history review: all devices accepted into final stock conformed to specification. - complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review and the device was not returned for evaluation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient presented with a dislocating hip. Upon review it appeared the cup was grossly loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient presented with a dislocating hip. Upon review it appeared the cup was grossly loose.